Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes section d9: date returned to manufacturer: feb 10, 2026 section h3: evaluated by manufacturer? Yes device evaluation: the complaint lens was received. The lens was visually inspected revealing that the lens was cut and coated in viscoelastic residue and blood. The lens was cleaned and inspected, and no further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drn00v model lens. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s left eye. The customer reported a refractive surprise as the patient came more myopic than expected. The iol was chosen per post myopic lasik calculations. However, the patient ended up with -1.75d myopia unexpectedly. The calculations were re-done with both ascrs (american society of cataract and refractive surgery) and the barrett true k calculators. The doctor reimaged iolm ((intelligent optical link mapper) ) and topography, had two other surgeons review paperwork, topography, calculations etc¿ and it is unclear where the error has been made. The implanted lens is also correct. The doctor discussed the issue with the patient at length. Additionally, the patient has experienced difficulty with work and driving due to the refractive outcome. As a result, the patient and physician planned to explant the iol and replace it with another johnson and johnson iol model odyssey +24.5d diopter mfiol (multifocal intraocular lens). The iol was subsequently explanted, however, the exact replacement iol information was not provided. During the procedure there were no complications such as a capsule tear, vitrectomy, or sutures. And no medication outside the standard of care. The patient outcome is being monitored and is reported as pending. No further information was provided.

Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.